Event description:
It was reported that the ilet did not charge overnight and an image provided by the caller showed the device had been placed on the charger incorrectly; once repositioned correctly, the device began charging. Symptoms included no device alerts or alarms reported by the user or caregiver. Outcomes included no injury, no medical intervention, and continued use after correction. Investigation included customer service review of charging technique and verification that charging resumed after proper placement. Investigation of this case revealed user error related to charger alignment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.